Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor for the navigation system was replaced to resolve the reported issue. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
Medtronic received information that, while outside of a procedure, the monitor display was distorted and images did not appear as intended. There was no patient present when this issue was identified. No additional information was provided.